Event description:
It was reported that during a da vinci-assisted myomectomy procedure, bleeding control was delayed. The issue occurred when the 8mm fenestrated bipolar forceps (fbf) instrument was unable to use the bipolar function to coagulate dissected uterine tissue due to instrument wire defectiveness. The delay was less than 10 minutes. The blood loss amount was less than 100ml. Bleeding was expected as part of the procedure and did not occur due to the use of an isi product. No blood transfusion was administered. A back up fenestrated bipolar forceps instrument was used with no serious deterioration or clinical instability during the time it took to get and install. The procedure was completed robotically. According to the surgeon, this issue had no impact on the procedure and patient¿s health. There was no reported injury to the patient. The patient did not experience any post-operative complications. The patient¿s current status was stated to be ¿no problem¿. Per the site, the fenestrated bipolar forceps did not have energy at any point and did not work at all during the procedure. No arcing was observed. It is unknown which instrument wire was determined to be defective. The surgeon did not notice any issues with the functionality of the instrument prior to the issue. No errors displayed when the instrument issue occurred. The fenestrated bipolar forceps had not been removed during the procedure prior to the issue. It is unknown whether the instrument collided with any other instrument or tool during the procedure. The fenestrated bipolar forceps¿ jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The instrument jaws were not immersed in a liquid or contaminated by carbonized tissue prior to coagulation. According to the surgeon, the cause of the event is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument failed mechanical engagement when placed on the system. The instrument inputs failed to engage with the sterile adaptor after multiple attempts. There were no logs available during testing. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The probable root cause of the failure is attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was also found to have a pitch cable dislodged in the housing at the proximal end. A follow-up MDR will be submitted if additional information is obtained. A review of the system log was completed, and no related system errors were observed. This is considered a reportable malfunction due to the following conclusion: during a da vinci-assisted myomectomy procedure, bleeding control was delayed. The issue occurred when the 8mm fenestrated bipolar forceps (fbf) instrument was unable to use the bipolar function to coagulate dissected uterine tissue due to instrument cable defectiveness. The delay was less than 10 minutes. The blood loss amount was less than 100ml. The cause of the operative complication is not determinable/applicable.